Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity. Volume was good. Implant had initially been placed with adequate stability ¿ no trauma. Never loaded ¿ single staged.